Event description:
In this event it is reported that a vortex orifice opener 20.08/16 file broke during use. The broken could not be retrieved and was incorporated into the fill and the procedure completed. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer not returning. Product not received at investigation site. Investigation results nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.